Event description:
It was reported that the patient presented with the pulse generator exhibited oversensing and delivered inappropriate therapy. Upon review, the high voltage lead exhibited out-of-range impedance. All other electrical measurements were normal. Although requested, no final patient outcome was provided. It was suggested that lead noise as a possibility and have the patient come in for further assessment during the call.